Manufacturer narrative:
This report is filed september 14, 2014.

Event description:
Per the clinic, the patient experienced intermittencies with device use, and the issue could not be resolved. The device was explanted on (B)(6) 2012; and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4). Initial MDR reported (B)(6) 2012 inadvertently against duplicate MFR # 6000034-2012-01697.